Event description:
Patient procedure involved 4 inflations starting at 23mm. Mitral regurgitation (mr) remained mild across the first 3 inflations, but mr increased significantly on the 4th. No empass sign noted on any inflation sequence, no chord or flail leaflet noted on tee. Inoue device removed in normal fashion. Patient had mitral valve replacement surgery, recovered and was discharged. Physician's opinion: the valve was replaced so there are no sequelae. The procedure was performed according to the IFU and the device performed normally. We cannot make any judgement as to the causal relationship.

Manufacturer narrative:
The facility discarded the inoue balloon catheter used in this patient, therefore it is impossible to investigate it anymore. We investigated the manufacturing record of the lot used in this patient and we have confirmed that there was nothing wrong in it. Therefore, we judged that this event was not caused by manufacturing process.